Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery pain was fine for me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain in my shoulder"), musculoskeletal pain ("shoulder pain") and temperature intolerance ("cant stand in heat"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, flatulence, musculoskeletal pain and temperature intolerance outcome was unknown. The reporter considered flatulence, medical device removal, musculoskeletal pain and temperature intolerance to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: social media received. Reporter's information added. Events:cant stand in heat were added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery pain was fine for me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain in my shoulder") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, flatulence and musculoskeletal pain outcome was unknown. The reporter considered flatulence, medical device removal and musculoskeletal pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.